Event description:
It was reported that manual cleaning was performed on multiple colonovideoscopes and that they were left outside for about a week. The issue occurred during reprocessing of the device. There was no involvement of a patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, however, technical assistance center (tac) provided remote troubleshooting and resolved customer reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.